Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service they were hospitalized with peritonitis. There was no specific allegation these adverse events were due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with this patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained and tested in the hospital presented with staphylococcus epidermidis in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to cross-contamination from a simultaneous urinary tract infection (uti). It was affirmed the patient¿s uti was unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient was prescribed intraperitoneal vancomycin at 2000 mg (frequency and duration unknown) to address the infection. The patient has been able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient remains hospitalized and awaiting discharge to home. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue ccpd therapy on the same liberty select cycler at home upon discharge.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis can be attributed to a cross-contamination from an unrelated uti as reported to by a medical professional. Nonadherence to asepsis during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service they were hospitalized with peritonitis. There was no specific allegation these adverse events were due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with this patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained and tested in the hospital presented with staphylococcus epidermidis in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to cross-contamination from a simultaneous urinary tract infection (uti). It was affirmed the patient¿s uti was unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient was prescribed intraperitoneal vancomycin at 2000 mg (frequency and duration unknown) to address the infection. The patient has been able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient remains hospitalized and awaiting discharge to home. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue ccpd therapy on the same liberty select cycler at home upon discharge.